Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced loss of therapy due to high impedance. Reportedly, patient was unable to turn up the stimulation. As such, surgical intervention took place wherein the lead was explained and replaced with a new lead to address the issue. Reportedly, patient has adequate therapy post op.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.